Event description:
Pt was revised to address loosening of the tray.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusion about the reported device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.